Event description:
The customer reported an intermittent failure to discharge via paddles during testing. No pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.